Event description:
It was reported to philips that while on scene of a cardiac arrest, the crew was unable to connect the defibrillator pads to the device. There was no reported adverse patient impact.